Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill. The following information was provided by the initial reporter: the customer reporting overfilling from this lot number on their most recent shipment. Customer states "we have not noticed overfilling with all tubes since we have just started with this lot, they are randomly overfilling with approximately half of the first tray of tubes opened. I have asked my staff to try to monitor the filling and remove from adapter when the fill level approaches the line. They have stated that they fill quickly and this is difficult. There is no leaking with these tubes and no exposure to blood. If these tubes are designed to collect sufficient blood for the anticoagulant and filling well above the line on the tube does not affect this then it is not a problem however it was my understanding that the line indicated appropriate fill volume. Testing on these samples when compared to samples collected with fill at the line showed minimal differences in results."

Event description:
It was reported during use the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill. The following information was provided by the initial reporter: the customer reporting overfilling from this lot number on their most recent shipment. Additional information: customer states "we have not noticed overfilling with all tubes since we have just started with this lot, they are randomly overfilling with approximately half of the first tray of tubes opened. I have asked my staff to try to monitor the filling and remove from adapter when the fill level approaches the line. They have stated that they fill quickly and this is difficult. There is no leaking with these tubes and no exposure to blood. If these tubes are designed to collect sufficient blood for the anticoagulant and filling well above the line on the tube does not affect this then it is not a problem however it was my understanding that the line indicated appropriate fill volume. Testing on these samples when compared to samples collected with fill at the line showed minimal differences in results."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.